Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer also state that they were unable to remove the blue cap off. The customer¿s blood glucose was 110 mg/dl at the time of incident. Troubleshooting was performed. The reservoir will not turn for analysis.